Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, serial/lot #: (B)(6) product ID: 9736425, version: 2.0.3 h3/h6: the system was serviced in the field and the ssd was replaced. Codes b01, c07, and d02 apply. The ssd, lot number: s62ens0rc05557e, the login screen had a black background, and the on-screen keyboard wasn't functional. It was also noted that the systems icons and text sizes were erratic and made navigating the system difficult. Codes b01, c10, and d18. The software analysis was completed. There was enough information to suggest a software anomaly occurred. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the field representative (rep) was trying to upgrade the operating system (os) on the navigation system, the system displayed an error message. After rebooting the system, the log in screen was black instead of blue and there was no on screen keyboard. Upon checking self test, the os did display as 2.0.3, but upon trying to finish the install, the rep continued to receive error codes. There was no patient involvement.